Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for drain complications. While checking the cycler he found fluid leaking inside the cassette door. He discontinued using the cycler and finished treatment manually. He was advised to contact his pd nurse. The set was retained and is being made available for evaluation. During follow up, the patient's contact reported that his effluent had remained clear. He was treated with antibiotic. He was admitted to hospital (B)(6) 2014 for a urinary tract infection. During additional follow up, the patient's nurse reported that he was continuing pd therapy in the hospital with another manufacturer's product. His effluent has remained clear and he did not have any infection associated with his pd treatment. He had been treated with one dose of prophylactic antibiotics vancomycin and fortaz. His hospitalization was due to a urinary tract infection associated with an indwelling urinary catheter an had been extended due to necrosis of his finger due to a blood flow issue. His hospitalization and other health concerns were not associated with his pd treatment.